Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right atrial (ra) lead had high pacing impedances. Intermittent capture was also noted. The lead is still in use. There were no patient complications reported as a result of this event.